Event description:
The customer reported the cleaning brush got stuck in and did not pass through the channel insertion tube of the evis exera iii gastrointestinal videoscope. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the complaint was confirmed and foreign material exited the channel when the brush was removed. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the distal end plastic cover was cracked and failed insulation resistance test, the scope label was scratched and peeled, the insertion tube had severe buckles, the instrument channel was leaking, angulation was low, control knob movement had play, the light guide lens was cracked, and the bending section cover adhesive was cracked. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the instrument/suction channel was flushed with air and water, the scope was presoaked, the instrument channel was wiped/brushed, and the instrument channel, instrument channel port, and suction cylinder were brushed during reprocessing. The customer did note the alignment of the reprocessing accessories felt off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material coming out of the channel could not be specified and no deviations from reprocessing according to the instruction for use (IFU) were reported. Foreign material may not have been removed because reprocessing could not be conducted properly due to a leak in the biopsy channel; however, a definitive root cause of the foreign material coming out of the channel could not be identified. The event can be detected and prevented in accordance with the following the IFU. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.